Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that customer has stage 4 kidney disease and is currently on dialysis. Customer stated this recent hospitalization was for kidney failure. Blood glucose levels value at the time of admission was 21 mg/dl. Customer's blood glucose reading was between 400 and over 600 mg/dl. Nothing further reported.